Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes stating metallosis and pseudocapsule were noted as well as acetabular defects and osteolysis. Minimal trunnion damage was noted. Significant periacetabular osteolysis noted with a large defect in the superior wall and surrounding areas. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04040, 0001825034 - 2019 - 04150.

Event description:
It was reported that patient underwent a left hip revision approximately 9 years post implantation due to pain. During the surgery, copious amounts of metallosis with dark silver, grey, black staining and fibrinous material was found. Pseudocapsule and acetabular defects and osteolysis were also noted. The shell, liner, and head components were removed and replaced.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # 139254, m2a-magnum 42-50mm tpr insrt, lot # 556310; item # 103200cp, svc-taperloc por fmrl, lot # 884340; item # 157446, m2a-magnum mod hd, lot # 217970. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03019.

Event description:
It was reported that a patient had an initial left total hip arthroplasty. Subsequently, approximately nine years later the patient underwent revision surgery due to pain and metallosis. Operative reports indicated that during the procedure, the surgeon noted metallosis and pseudocapsule. Further, the surgeon noted proximal femoral osteolysis, but the femoral stem was well-fixed and left in-vivo. There was also significant retroacetabular osteolysis with a large defect in the superior wall and surrounding areas. The head, cup, and taper adapter were removed and replaced.